Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this device has a magnet rate of 90 bpm and is showing less than 6 months remaining longevity. At last device check 5 months prior device has a magnet rate of 90 bpm and a longevity remaining of 2 years. There have been no setting changes and after another interrogation device stated 1.5 years remaining. Concern over battery gauge readings will ensure this patient receives increased follow up visits. To date, there have been no adverse patient effects reported.